Event description:
On (B)(6) 2012, customer states via phone that staff noted at start of day's procedures the system would not function. Customer reports physician cancelled the pt procedures. Customer has no back up facilities. Customer did state there were no reported injuries.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.